Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4 )2015 (case# (B)(4), awareness date 13-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert ) inserted in (B)(6) 2010. Since essure insertion, the consumer had extreme bloating, heavy painful periods, pelvic pain all the time. Her pain was so bad that her doctor tried different birth control options and then finally an ablation. The pelvic pain is still terrible. She want them out. She is (B)(6) now. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy painful periods and pelvic pain all the time. She was submitted to an ablation. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and pelvic pain may occur. In this particular case, consumer experienced the events since essure insertion. Considering this positive temporal relationship and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the ablation (interpreted as endometrial ablation); the consumer stated it was performed due to her pain. Endometrial ablation is usually used to treat women with chronic menorrhagia. It may also be used for acute abnormal uterine bleeding. Although pain is not an indication for an endometrial ablation; consumer also reported heavy menstrual bleeding; which could be an indication for this procedure. Since this intervention was required as event's treatment; this case was regarded as incident. Additionally, the non-serious event extreme bloating was reported. A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint (ptc) investigation result was received on 08-sep-2015: ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy painful periods and pelvic pain all the time. She was submitted to an ablation. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and pelvic pain may occur. In this particular case, consumer experienced the events since essure insertion. Considering this positive temporal relationship and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the ablation (interpreted as endometrial ablation); the consumer stated it was performed due to her pain. Endometrial ablation is usually used to treat women with chronic menorrhagia. It may also be used for acute abnormal uterine bleeding. Although pain is not an indication for an endometrial ablation; consumer also reported heavy menstrual bleeding; which could be an indication for this procedure. Since this intervention was required as event's treatment; this case was regarded as incident. Additionally, the non-serious event extreme bloating was reported. The product technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.